Manufacturer narrative:
Attempts to obtain additional information were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a field representative that this right ventricular (rv) lead and competitor device exhibited high out-of-range shock impedance measurements (>200 ohms) after stable measurements between 65-73 ohms. Boston scientific technical services (ts) was consulted and advised to bring the patient in for further troubleshooting. Due to the sudden increase, ts discussed that the cause of the high shock impedance measurements may be due to a lead fracture. This rv lead remains in service. No adverse patient effects were reported.